Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that three weeks following a cataract removal with intraocular lens (iol) implant procedure, the patient complained of visual discomfort with decreased visual acuity. The surgeon initially thought it was a posterior capsular opacity and performed a yag (yttrium aluminium garnet) laser procedure. On (B)(6) 2017, the patient returned to the surgeon as there was no improvement, and the surgeon noticed glistenings in the iol. It was noted that, initially, the patient's visual acuity had been excellent following the implant procedure. Removal of the iol is planned.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the acuity of the patient stabilized and it was decided to avoid an explantation that might induce a decline in the best corrected visual acuity. The patient himself, after explanations, preferred to avoid an additional surgical procedure.